Event description:
It was reported the patient was connected to the patient line of the cassette during setup, prior to the completion of priming. The technical services representative reviewed proper procedures with the caregiver (cg) and advised the cg to start the patient¿s therapy over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line of the cassette prior to the completion of priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.